Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the pe f-idc device was returned to our post market quality assurance laboratory. Visual and microscopic inspection identified that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. The pusher wire was bent at the interlocking arm. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 12dec2025. The target lesion was located in the pseudoaneurysm of the right thigh. A 3mm x 12cm pe f-idc coil was selected for use in a percutaneous arterial embolization. During the procedure, the coil was stuck at the tip of the microcatheter. Multiple attempts to push it were unsuccessful, and the coil could not be withdrawn. Consequently, the coil was removed together with the microcatheter, and the procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.